Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured. The lesion being treated was a very calcified, 99% stenotic lesion in a very tortuous coronary artery. The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a launcher guide catheter to cross the lesion. The maverick2 monorail 15/1.5 mm balloon was being used to predilate the lesion for placement of a cypher stent. When the physician attempted to cross the lesion initially, he met significant resistance and would not cross. After deep seating the guide catheter, he successfully crossed the lesion with the maverick2 monorail 15/1.5 mm balloon despite continued resistance. When he attempted to inflate the balloon, he discovered that it was no longer patent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.